Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with hv lead impedance greater than the upper limit. Lead remains implanted. No further action has been decided.